Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs with a ultrafiltration volume of 941ml during cycle 4. The largest prescribed fill volume was 1500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device failed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing passed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was confirmed, but the cause was undetermined.